Event description:
Reportedly, gastro-intestinal bleeding occurred after 3 month implant duration of this valve. Anticoagulant therapy with phenprocoumon was given for post-operative care. Endoscopy revealed erosive gastritis but anticoagulant-related bleeding could not be ruled out. Phenprocoumon was then stopped but patient hospitalization was required. Device remains implanted. No further information was provided.

Manufacturer narrative:
Device not returned.